Event description:
It was reported that a medtronic emg tube was suspected to be broken. This was the only information obtained and there was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.